Manufacturer narrative:
Additional narrative: device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient initially underwent a procedure (on an unknown date) to fix two (2) lower ribs due to dislocation of the sternocostal joint and rib fracture. Postoperatively, the patient complained of pain and discomfort. On (B)(6) 2015, the plate was repositioned and new screws of shorter length were used. The patient improved with no more discomfort or clicking sensations following the second procedure. This report is for an unknown quantity of unknown screws. This report is 3 of 3 for (B)(4).

Manufacturer narrative:
Patient weight is unknown. Patient reportedly complained of pain postoperatively and was operated on the following day. This report is for an unknown quantity of unknown screws. Date of original implant procedure is unknown. Per facility, the complainant parts will not be returned for manufacturer review/investigation. (B)(6). Unknown, as specific part and lot numbers for the complainant screws were not provided. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.